Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned view plate confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during instrument removal the clear template was cracked while lifting over the broach adapter. There was no deficiencies with the product as it was just snagged on the broach and cracked. All pieces were retrieved from patient, and surgery was not delayed in any way.